Event description:
(B)(4). Additional information received on 2016-dec-20 from a healthcare professional (hcp) stated to see notes and telemetry from (B)(6) 2016 in regards to symptoms. It was stated on (B)(6) 2016 patient was a very pleasant gentleman who returned for a history of low back and leg pain. Patient has a history of failed back surgery syndrome. The patient was status post placement of intrathecal pump for management of intractable chronic pain. The pain is mostly in the left lower back, but occasionally radiates down the legs. On magnetic resonance imaging (MRI) there were degenerative changes with evidence of metallic fusion at l3-l4. There was disc bulging at l4--l5 with thickening of the ligamentum flavum with moderate spinal canal stenosis. There was moderate spinal canal stenosis at l5-s1. The patient reported that last week he had a hernia operation. Patient has been doing well postoperatively. Patient was otherwise been doing reasonably well with the current pump settings. Pa xxxtient reported he being more active, and has been going out with his mother. Patient does have a lot of pain at the end of the day and has been using the personal therapy man ager. Patient also has been using the as needed oxycodone. The patient has come to the office for regular refill on his intrathecal pump. The pump was placed in (B)(6) 2014 and patient does report that since that time, the patient has been a lot more active. Patient also reported that activity has resulted in increased pain and has been able to cope with the pain process a lot better. The patient came to the office for regular refill on intrathecal pump and reported that patient has been doing a lot better. The patient apparently had a deep venous thrombosis in both legs. Patient was currently on coumadin and also reported that the leg swelling has decreased. Patient has been diuretics and reported that patient has been more active and is able to doff physically be active for about 3-4 hours. Patient does require to sit down after the same. Patient has been using a personal therapy manager and has been using oxycodone as needed. On (B)(6) 2015, patient was in for a regular refill on intrathecal pump and reported that patient has been able to walk little bit more. He reported that he has lost weight from (B)(6), and reported he has to walk hunched over. Walking straight was associated with increased pain and reported that patient has met a nutritionist and was working towards changing his diet. Patient apparently has been having too much food. On (B)(6) 2015, patient came to the office and reported that he has been having increased pain and also reported that he has been gradually losing weight. It was noted this was extremely encouraging. It was stated he has been exercising on a regular basis for stop he reported that he has been walking around the track once a day. Patient takes about 15 minutes to do so. The patient reported that he has continued to have significant low back pain mainly on the right side. This has prevented him from in able to stand up straight. He also reported that he has difficulty getting in and out of the chair. At present patient has continued leg swelling on the left side. On (B)(6) 2015, the patient reported doing reasonably well, and reported that he has been doing some exercise, but appears to have a lot of increased swelling in the legs. The patient reported that patient appears to have a clot. The clot may have caused him to have increased swelling abd has come to the office for regular refill. On (B)(6) 2015, patient came to the office for a regular refill on his intrathecal pump, and has been doing well. He reported that he has been able to participate in his nephew's soccer game and has been good for the patient. Patient also has been walking around his track on a regular basis. Patient has been able to go shopping with his mother. It was noted all this has been encouraging for the patient. On (B)(6) 2015, patient came to the healthcare professional (hcp) office for a regular refill on intrathecal pump. Patient did report that patient has been recently more functional. Patient reported that in about 18 months he has lost 70 pounds in weight, and has been working with the dietitian. Patient also reported that he has been much more active and has been exercising regularly. The patient also reported that his depression has decreased significantly as patient has been more functional. On (B)(6) 2016, the patient came to the hcp office for a regular refill on intrathecal pump. Patient reported he continues to be very functional. He reports that he continued to help[ his mother and that he has been able to walk about at least an mile every day. The intrathecal pump has worked out very well for him and patient reported that at home patient was very functional. When the patient was outside he uses personal therapy manager, and it was noted that works for the patient. On (B)(6) 2016, patient came in for a regular refill on his intrathecal pump and reported the addition of bupivacaine was not tolerated. It appears to have helped with the pain, but patient felt extremely numb. Patient also reported that he continues to exercise and lose weight. Patient reported being more active and had been helping his mother. Patient was scheduled to see a spinal surgeon in (B)(6) 2016. On (B)(6) 2016, patient came in for a regular refill on intrathecal pump and reported that he has been doing reasonably well and has been able to lose weight, but appears to have gained a few pounds. Again, patient reported that he has been walking around and helping his family members. Patient was quite encouraged with the results of exercise efforts, and has been working with a nutritionist. On (B)(6) 2016, the patient came in for a refill on intrathecal pump and reported that patient had been doing well. Patient had been using his personal therapy manager when needed, and felt that the continuous infusion was a little less than adequate. Patient has been losing weight , and appeared to be in a much more positive frame of mind. On (B)(6) 2016, the patient came into the office for a regular refill on intrathecal pump and reported that patient has been very much more functional. Patient reported the addition of clonidine appeared to make him feel sleepy. Patient also reported using personal therapy manger. It was noted it was difficult to be able to coordinate physical activity with the use of personal therapy manager. On (B)(6) 2016, patient came in for a regular refill on intrathecal pump and indicated patient has been doing well. Patient does continue to be very active and continues to lose weight steadily. The patient was down to (B)(6) and has been using personal therapy manger. It was indicated that the patient has been using occasional oral oxycodone. Patient's current medications included: baclofen 10 mg tablet, bupropion hcl ER 150 mg, citalopram hydrobromide 40 mg, cyclobenzaprine hcl 10 mg, gabapentin 800 mg, oxycodone 20 mg tablet, hydromorphone (dilaudid) 30mg/ml, clonidine 100mcg/ml, tizanidine hcl 4 mg, and warfarin sodium 10 mg. It was noted there was no known drug allergies, no contrast agent (dye)allergies, and pertinent negatives for contact allergies include iodine, latex, and tape. Past health history included pertinent negative for bone cancer, breast cancer, lung cancer, prostate cancer, migraine headache, chronic sinusitis, angina, heart attack, hypertension, asthma, gastro-esophageal-tracheal reflux, hepatitis (unspecified type), stomach ulcer, prostate enlargement, kidney disease, kidney stones, unspecified type of arthritis, degenerative bone disease, osteoporosis, shingles, epilepsy, multiple sclerosis, stroke (motor vehicle accident), depression, diabetes (type uncertain), thyroid dysfunction, anemia of unknown cause, aids, and hiv infection (asymptomatic). Family history include pertinent negatives for migraine headache, heart disease, hypertension, asthma, stoke, alcoholism, depression, substance abuse, diabetes (age of onset unspecified), and bleeding or blood clotting problems. Patient social history noted none to current tobacco usage and never a smoker. Current use of alcoholic beverages was none, recreational drug use was none, drug addiction or dependency was none. Patient's surgeries and hospitalizations noted no problems with anesthesia, previous surgeries was none, and previous non-surgical hospitalizations was none. Test and immunizations noted most recent influenza vaccine immunization was (B)(6) 2016, and pneumococcal polysaccharide vaccine (ppv) primary immunization was on (B)(6) 2011. Diagnostic and screening tests for gastrointestinal colonoscopy was on (B)(6) 2012. Review of systems included pertinent negatives for fever, sleeping problems, unintentional weight gain, unintentional weight loss, blurred vision, itchy eyes, loss of vision, dizziness, hearing loss, ringing in ears or head noise, nasal congestion, nose bleeds, blacking out or fainting, chest pain, heart murmur, irregular or fast pounding heartbeat, leg cramps or pain in legs when walking a short distance, swelling including ankles and legs, non-productive cough, productive cough, shortness of breath or difficulty breathing, wheezing, abdominal pain, diarrhea, heartburn or indigestion, nausea, vomiting, decreased sexual drive, blood in urine, change in urinating pattern, frequency of urination, limitations od use of a joint, back pain, neck pain, joint pain, pain when using muscles, stiffness in joints, joint swelling, weakness, hair changes, nail changes, changes in skin pigmentation, headache, loss of bladder control, loss of bowel control, severe facial pain, seizures of unknown type, anxiety, feeling sad more than usual (depressed), trouble sleeping, increased appetite, excessive fatigue, increased neck size, increased thirst, excessive bleeding after injury or minor surgery, easy bruising, neck masses, rash after contact with specific substance. It was reported right arm blood pressure sitting was 114/97 mm hg, brachial pulse was 86 beats per minute, (B)(6). Patient's general appearance was well developed; very obese- body mass index calculated with dietary consults as needed. It was noted patient was easily responsive to visual, verbal, and tactile stimulation; oriented x4, well groomed, cooperative; appears healthy; appears same as stated age. Ability to communicate was normal and pain scale with activity was a 5. Musculoskeletal stated gait: antalgic mild-moderate; assisted gait/transportation: patient walks using a walker. Cervical spine had normal curvature and surgical scar was 5 centimeters long to the left of the midline with an oblique orientation. Normal to palpation without muscular spasms, tenderness, or step offs. Muscle strength and sensation were normal. Lumbar spine had normal curvature, had multiple surgical scars, tenderness off midline only on the right in the paraspinous muscle-moderate. Active range of motion (rom), extension-restricted. Muscle strength and sensation were normal. Sacral spine was normal to inspection and no tenderness. Si joint had no tenderness. Coccyx was normal to inspection/palpation and stability. It was noted right and left shoulder girdle and arm were circulation intact with normal pulses and no edema. Inspection and palpation were normal. Full range of motion without pain, motors intact, reflexes and sensation were normal. Right and left elbow and forearm circulation intact with normal pulses and no edema. Inspection and palpation were normal and full range of motion without pain, motors intact, and reflexes and sensation were normal. Right and left wrist and hand circulation intact with normal pulses and no edema. Inspection and palpation were normal, and full range of motion without pain, motor intact, and reflex and sensation was normal. Right and left hip, thigh, ankle, and foot circulation was intact with normal pulses and no edema, normal gait, inspection and palpation were normal, full range of motion without pain; motors intact; sensation was normal; reflexes/neuro were normal. Right knee and lower leg pain circulation was intact with normal pulses and no edema; normal gait; inspection normal; palpation normal; full range of motion without pain; motor intact; and sensational normal. Left knee and lower leg pain circulation was intact with normal pulses and no edema; normal gait; inspection normal; palpation normal; full range of motion without pain; motor intact; sensational normal; and reflexes were normal. Skin inspection and palpation was normal turgor, warm and dry, no masses, rashes, or edema. Patient's level of orientation was normal to time, place, person and situation. Immediate, recent, and remote memory seemed normal. Mood and affect was normal and appropriate to the situation. Language was intact for receptive and expressive functions. Fund of knowledge was within normal limits for age and educational background. Cranial nerves I-xii grossly intact and symmetrical. Pathologic reflexes: hoffmann's response was present on the right only. Ankle clonus present and asymmetrical on the right 2 beat ankle clonus. Gait was antalgic moderate; assisted gait/transportation: patient walks using a walker. Psychiatric was higher integrative functions: normal level of consciousness, orientation, judgment, and insight, memory, mood, and affect, language, fund of knowledge and capacity for sustained mental activity. Test and procedures performed at this visit included 62370 electronic analysis of programmable, implanted pump for intrathecal or epidural drug infusion (includes level of reservoir status, alarm status, and drug reaction status); with reprogramming and refill (requiring skill of hcp or other qualified hcp). Date was (B)(6) 2016. (B)(4) compounded drug, not otherwise classifies on (B)(6) 2016 at hcp office was hydromorphone 30mg/ml and clonidine 50mcg/ml for a total volume of 42 ml. Assessment of current problems include: (B)(4) spondylosis without myelopathy or radiculopathy, lumbar region, (B)(4) spinal stenosis, lumbar region, (B)(4) other intervertebral disc degeneration, lumbar region, (B)(4) radiculopathy, lumbar region, (B)(4) low back pain, and (B)(4) post laminectomy syndrome, not elsewhere classified. Plan was medical advice: avoid cigarette smoke. Contact the office if there are any problems and continue home remedies. Continue present treatment planned and continue with home exercise program as tolerated. Patient's questions were answered and reduce weight by 25 pounds. Medication notes was to continue with current medications. Follow up was scheduled for (B)(6) 2017, and will be for a pump refill. Impression: I had a discussion with the patient and have expressed to the patient that I am satisfied with the current pain management. It appeared that the combination of medications are working out very well for the patient. Hcp explained to the patient that patient needs to stay active. Patient also needs to continue to exercise on a regular basis. Hcp explained to the patient the importance of good posture and weight control. The patient was in for a refill on intrathecal pump and was explained the procedure. Risk and benefits were explained to the patient and patient was made to lie in a comfortable position. The area was prepped and draped in the usual fashion. Under aseptic precautions the pump was accessed using a 22 gauge huber to need. The pump was emptied and was refilled with hydromorphone 30 mg/ml and clonidine 50mcg/ml. Hcp reduced the concentration of the clonidine. Patient indicated to hcp that previous reduction of concentration of clonidine helped the patient be more awake. Telemetry was performed and daily dose of hydromorphone had been increased to 14mg. The ptm had been increased to deliver 0.80mg up to a maximum of 6 doses per day. Patient next refill was scheduled for (B)(6) 2017. Patient had been exercising on a regular basis and hcp encouraged patient to continue to do so. Patient will continue to try and lose weight and patient reported losing about 85 pounds in weight. Hcp instructed patient to continue to exercise and patient has been instructed to continue to lose weight. Patient was instructed to call hcp office if there are any issues. Hcp will see him for his next refill in (B)(6) 2017. Patient was in agreeable with this plan. Patient will follow up with hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 30 mg/ml dilaudid at 13.98 mg/day and 50 mcg/ml clonidine at 23.314 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was supposed to be refilled on (B)(6) 2016, but the healthcare provider (hcp) was not available. The patient was rescheduled for a refill on (B)(6) 2016 when the pump was "nearly empty if not empty". It was noted that the hcp liked for the pump to be near empty when refilling. Then on either (B)(6) 2016, the patient saw the call doctor icon on his ptm and thought he saw an 8503 code, but he was not sure. It was noted that when this happened over the weekend, he got nervous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.